Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a frozen screen. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump has a black mark frozen in the screen. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked lcd glass. We were unable to verify frozen display due to cracked lcd glass. The device was received with cracked case at display window corners and minor scratches on lcd window.